Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a "burn like irritation" under the lifevest. The patient's doctor advised him to keep the electrodes dry and to keep the area clean. Follow-up attempts were unsuccessful, and the patient's medical outcome is unknown. Based on the low severity of the reported irritation, there is no indication of a serious injury.